Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The sensor kit expiration date is feb 28, 2022. The case awareness date is (B)(6) 2022, which confirms the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 11 mmol/l, 16.8 mmol/l, 3.8 mmol/l and 8.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for reader. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the reported reader is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 11 mmol/l, 16.8 mmol/l, 3.8 mmol/l and 8.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.